Manufacturer narrative:
Auto populates from complaint. This follow-up report is being submitted to relay additional information. Concomitant medical products: 00875100932 62489033 liner neutral 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell; 00875705001 62674981 shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners; 00875700001 62837081 dome hole plug single pack; 00625006520 62767012 bone screw self-tapping 6.5 mm dia. 20 mm length; 00786401000 62785343 femoral stem press-fit collarless 12/14 neck taper standard body; standard neck offset size 10 106 mm stem length cementless. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's hip arthroplasty was revised two years after implantation due to dislocation.